Manufacturer narrative:
The device has not been returned to microline surgical. No investigation results are available at this time.

Event description:
The heat shrink came off the tip and fell into the patient's abdomen during a procedure. The piece was able to be retrieved. There was no harm to the patient.